Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/22/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/16/2014 with the following findings:visual inspection revealed that the battery compartment was cracked at the opening of the battery chamber. A large piece of the battery compartment was broken off at the opening. Unrelated to the complaint, evaluation revealed that the display screen text was dim/faded and discolored. Also unrelated to the complaint, evaluation revealed that the contrast keypad button was unresponsive which has no effect on insulin delivery function. All other keypad buttons responded appropriately. The keypad was intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts. The audio bolus button cover was found to have a hole in it; however, the button functioned appropriately to button presses. In addition to the unrelated issues, the pump¿s audio tones were found to not be functioning. The pump case was removed and a cracked solder was observed on the piezo connection. (B)(6).